Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user woke at 1:30 am and saw that their dexcom g7 continuous glucose monitor (cgm) sensor had expired but did not replace it until 8:00 am with caregiver assistance. At that time, blood glucose (bg) readings were high. The user attempted two meal boluses, which briefly lowered bg to the high 300s before rising again. At approximately 3:30 pm, after waking from a nap, the user noticed insulin leaking from the infusion site. The user's son assisted with an infusion set change between 3:30 pm and 4:30 pm eastern time, after which insulin delivery resumed. The user stated they did not notice any abnormalities with the infusion set. Despite the change of infusion set, the user continued to feel unwell and called customer support, reporting high cgm and glucometer readings. The user lacked ketone testing supplies and had no insulin pens or syringes for manual injections. The support agent advised in-depth troubleshooting to find the cause of the issue, but troubleshooting was declined by the user's son. At 5:30 pm, paramedics were called and measured the user's bg at over 800 mg/dl. The user was transported to the emergency room at 6:30 pm, remained in the ER until 10:00 pm, and was then admitted to the ICU for diabetic ketoacidosis (dka). The user received an insulin drip, a saline drip, and liquid morphine while hospitalized. On (B)(6) 2025, the user was discharged and resumed using the ilet system. The user had been using convatec inset 23", 6mm infusion sets when insulin leakage was observed. No long-term health effects were reported.